Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir's snap-cap width dimensions per (B)(4), using a new lab infusion set performed reservoir (B)(4).reservoir failed per spec. Reservoir found too loose to connected/release. (B)(4).

Event description:
It is reported that a customer stated that their reservoir did not have a tight connection with their infusion set. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.